Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and elecsys ft4 IV on a cobas e 801 module. It was asked, but it is not known if any questionable results were reported outside of the laboratory. This medwatch will apply to the ft4 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for information related to the ft3 assay. The sample initially resulted in the following values when tested on the e 801 analyzer: ft3 = 7.03 pg/ml on (B)(6) 2023. Ft4 = 4.43 ng/dl on (B)(6) 2023. The sample was repeated on the e 801 analyzer on 16-jun-2023, resulting in the following value: ft4 = 4.31 ng/dl.. The sample was repeated on an abbott architect instrument on (B)(6) 2023, resulting in the following values: ft3 = 2.48 pg/ml. Ft4 = 0.98 ng/dl. The results from the abbott architect instrument fit with the patient's clinical condition. The sample was repeated again on the customer's e 801 analyzer on (B)(6) 2023 after incubating with the magnetic particles from the ft3 and ft4 reagents: ft3 = 7.19 pg/ml. Ft4 = 4.39 ng/dl .

Manufacturer narrative:
The serial number of the e 801 analyzer is (B)(6). A sample from the patient was requested for investigation.

Manufacturer narrative:
A sample from the patient was provided for investigation. The results obtained by the customer could be reproduced. Further investigations of the sample determined that it contains an interfering factor against the ruthenium component of the ft3 and ft4 assays. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design."